Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The dr experienced difficulty wiring the ostial lesion in the calcified saphenous vein graft. The taxus express2 3.0x16mm drug eluting stent was inserted but was unable to be advanced because of tortuosity. The dr encountered difficulty pulling the stent back into the guide catheter. The stent embolized and was unable to be located. It is thought to have embolized to distal vasculature in the leg. It is the dr's opinion that this event was related to the pt's anatomy and not a device issue. No further pt complications were reported. Pt status is satisfactory.